Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezk0345 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that unit noted leaking from PICC and assessed alleged damage before 0 cm mark and at 7 cm mark. PICC had been insitu x 30 days.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. Upon receiving additional information about the event, it was determined that a reportable event had not occurred per 21 crf803.19.

Event description:
It was reported that the unit noted leaking from PICC and assessed alleged damage before 0cm mark and at 7cm mark. PICC had been insitu 30 days. Additional information received from the customer: the reported leak in the PICC was at 0 cm mark and 7 cm mark. The patient had 8 cm of PICC external to the insertion site.